Event description:
Orig. Surg. In 2006. Allegedly, fifteen days later, the pt came again to the hosp with great pain and very swollen thumb with cellulites in the left thumb. During x-ray they found that the implanted bone grafts almost absorbed and disappeared, together with some phalanges bone. Pt was operated again six days later. The remaining of bone graft was taken out by add'l curettage procedure. The thumb was closed w/o bone graft in order to soothe the area of the surgery. Dr. Was asking for some labor histological test and the results are as follows: microscopil descriptions: histological finding are compatible with aneurismal bone cyst. In addition, they found granulation tissue with mild inflammation, necrosis and granulamatous reaction with numerous giant cells containing birefringent foreign body materials.

Manufacturer narrative:
Investigation is not complete. Event device code is addressed in package insert. Trends will be evaluated. Add'l info has been requested. This report will be amended when the investigation is complete.